Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the nerve monitoring would not stimulate when using stim probe nor the was the green check mark indicating that all the electrodes were stalled properly. It would pass all from green to a red x back to green check mark. The device was working relatively well when using the patient stimulator but even with the stimulator, the green check mark indicating that the electrode was correct, the entire back from green check mark to red x. The case was proceeded. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.